Manufacturer narrative:
The reported event of the ventricular setscrew would not click when being tightened was not confirmed. The ventricular setscrew was not returned and no analysis can be performed due to the setscrew not being returned.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker was noted to have no locking sound when connecting the lead to the pacemaker header due to a loose connection. The pacemaker was removed and replaced on 2 may 2024. The patient was in a stable condition throughout.